Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided biopsy procedure in normal density tissue, the device allegedly self activated. No coaxial was used and another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during an ultrasound-guided biopsy procedure in normal density tissue, the device allegedly self activated. No coaxial was used and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During functional testing, the top slide could not be locked into the primed position. Upon disassembly, the left bumper was noted to be bent and a cannula tang short shot was identified. Therefore the investigation is confirmed for cannula priming issues and defective components. However, the complaint will remain inconclusive for the alleged self-activation, as functional testing is not possible due to the identified failures. The root cause of the cannula priming issue was determined to be supplier related, the short-shot cannula tangs could only occur during molding. Manufacturer issued qa-17-0723 to address the identified short-shot. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.